Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient's daughter reported the skin irritation. It was reported that the patient's garment was rubbing causing raw skin. Also, it was reported that the patient had developed a yeast infection. During a follow up, it was reported that the patient saw her doctor who recommended the use of lotion. The rash was reported to be improving. There were no allegations of a device malfunction contributing to the irritation.